Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with the right ventricular lead sensing and pacing in the atrium. Chest x-ray was performed and verified that the lead dislodged and was sitting in the atrium. During lead revision procedure, the lead helix was unable to be extended once the lead was repositioned. The lead was then explanted and replaced successfully. No patient symptoms were reported and the patient remained in stable condition post procedure.

Manufacturer narrative:
Final analysis found that the lead was returned in one piece measuring 57.6 cm. The lead helix was found to be clogged with blood and tissue. The lead helix was tested, and no anomalies were found. Other damages found were sustained during the surgical procedure. The lead was otherwise normal.